Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that while tightening set screws of both sides of the cross link, tip of the driver broke and the part was left in the patient. The surgeon tried to remove the tip in various ways but he could not, and the broken part was left in the patient and the incision was closed. The tip left in the plug. It was difficult to confirm the tip from sagittal side and coronal side by postoperative x-rays.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~3 mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical fracture surface analysis reveals a fairly flat fracture surface and circular material displacement, consistent with torsional overload. The above findings are consistent with torsional overload.